Event description:
When the user was pulling the snare out of the pt's mouth, the hoop snare detached and fell into the pt's stomach. The fallen hoop snare was removed later. Then, the user used a new kit in stock, and the hoop snare detached again. The user opened another kit with the same lot to check, and as he pulled the hoop snare, it broke.

Manufacturer narrative:
This complaint is confirmed and will be reported as supplier related. Returned for eval are three disposable grasping snares. Upon receipt of three hoop, snares have detached from their metal locking crimps. Gross and microscopic examinations of all three snare hoops reveal an improper crimp. The dimensional measurements of all three locking metal crimps show they are not within dimensional specs. No damage to all three grasping snare hoops was observed. A chr of lot #husa0275 showed thirteen other product complaints from this lot number.